Event description:
Abbott field service requested the customer run a patient sample on the architect i2000 analyzer that had previously generated a false (B)(6) result on another customer's analyzer. The customer's architect i2000 analyzer duplicated the false (B)(6) result.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of a historical investigation, a search for similar complaints, and a review of labeling. Historical data obtained for lot 93998hn00 (identical in bulk solution with lot 93578hp00) was reviewed as the reagent lot was already expired. The evaluation found lot 93998hn00 met specifications, and controls were within range. Three (B)(6) specimens were tested and showed normal performance without (B)(6) results. Two commercially available seroconversion panels were tested using lot 93998hn00 and the same number of bleeds showed reactive as the manufacturer showed. No adverse trend was found for lot 93578hp00. Labeling sufficiently addresses the complaint issue. Based on the evaluation, no product deficiency was identified.

Manufacturer narrative:
A follow up report will be submitted when the evaluation is complete.